Event description:
The customer reported eight patient injuries to hillrom. Three of these injuries were assessed to be serious and therefore reportable adverse events (hillrom reference numbers: (B)(4), (B)(4) and (B)(4)). Five of the patient injuries were assessed as minor injuries and therefore not reportable. Additional information obtained on 23/march/2021 reported that there was a patient who experienced hemorrhagic shock, covid-19 infection, and death. The exact sequence of events is unknown, as well as what role the device or surface played in the patient's death. The customer was unable to confirm which of the 8 patients with reported injuries had suffered the hemorrhagic shock, covid-19 and expired. In the absence of clear information this report is being submitted as a separate incident report.

Manufacturer narrative:
The customer reported eight patient injuries to hillrom. Three of these injuries were assessed to be serious and therefore reportable adverse events (hillrom reference numbers: (B)(4), (B)(4) and (B)(4)). Five of the patient injuries were assessed as minor injuries and therefore not reportable. Additional information obtained on 23/march/2021 reported that there was a patient who experienced hemorrhagic shock, covid-19 infection, and death. The patient also had a stage 4 necrotic pressure injury. The exact sequence of events is unknown. The customer confirmed that the bed was not in alternating mode, but rather in continued low pressure mode. It was stated that one thin sheet was used, and when needed, protection squares and/or diapers were used. The progressa beds have been removed from the customer site at their request, and have been replaced with an alternative model. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa integrated air mattress is a therapy surface option for the progressa bed system. The hrc technician thoroughly inspected the bed and surface and confirmed that the beds are functioning correctly and in accordance with specifications. No errors were identified. The airflow was shown to work with 30kg on the bed. All values were within the ranges specified in the technical documentation. The pressures measured were in compliance with expectations. In conclusion, no malfunction was found, and the bed was determined to be performing within specification. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface or the progressa bed. Risk factors include comorbidities such as diabetes, nutrition, immobility, or peripheral vascular disease. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice, in addition the device therapy modes should be used in conjunction with good assessment and protocol. Position changes are key to pressure injury prevention and treatment. Pressure injuries can develop within 2-6 hours, when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A pressure injury with necrosis is considered to be a severe injury as it indicates tissue death, and is thus a reportable serious injury/serious incident.

Manufacturer narrative:
The investigation of the mattress by a hillrom service technician is still pending. The customer has been asked to provide further details on the patient, an intervention or treatment provided to the patient impacted by this event or the state of the bed and surface in use. The bed was not in alternating mode, but rather in continued low pressure mode. It was stated that only one thin sheet was used, and when needed, protection squares and/or diapers were used. A stage 1 sacrum bedsore with 2 cm diameter redness is considered to be a severe injury as it indicates tissue death, and is thus a reportable serious injury/serious incident. No further information is available on the repair of the bed at this time. The investigation is ongoing, however any additional relevant information identified following completion of the investigation will be submitted in a final report.

Event description:
Hillrom received a report from a hillrom technician stating that the patient had a stage 1 sacrum bedsore with 2 cm diameter redness. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint # (B)(4).